Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software was found to be working as intended. The behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to load an exam via cd. Troubleshooting involved having the site try all the scannermask options with no success. The standard digital intercommunication of medicine (dicom) option popped up in the window with the patient's name, but then displayed an error message which quickly disappeared. It was recommended that the site reburn to cd in an uncompressed format or try loading via universal serial bus (usb). The site reburned the disc and the new disc loaded successfully. No patient was present at the time of the event.